Manufacturer narrative:
The field service engineer (fse) spoke with the customer and determined that the issue could be addressed by guiding the customer through troubleshooting procedures over the phone. The customer found worn tubing through pinch valve pv66 that caused the leak. The tubing was replaced and the instrument ran without leaks. The customer verified the instrument after replacing the tubing. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately one and a half cups (1.5 c.) From a coulter lh 500 hematology analyzer while the customer was performing maintenance on the instrument. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was unable to identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.